Manufacturer narrative:
(B)(4). Additional narrative: the actual device is not available for evaluation; however, photos of the device have been made available to baxter for a photographic evaluation. The evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one photo for evaluation. Photo examination confirmed a ruptured bladder condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv 1.5 device had ruptured during filling. According to the report, the device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.